Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced dehydration and had high ketones so she went to the emergency room (ER) for assessment after the sensor was put on the arm. The patient said that her cgm was accurate (unspecified readings). She was headed to dka per doctor's diagnosis. Patient stayed at the ER for 8 hours and was treated with IV fluids, insulin thru IV. She was discharged the same day and she's now feeling fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 02/17/2026, it was reported that the patient experienced dehydration and had high ketones so she went to the emergency room (ER) for assessment after the sensor was put on the arm. The patient said that her cgm was accurate (unspecified readings). She was headed to dka per doctor's diagnosis. Patient stayed at the ER for 8 hours and was treated with IV fluids, insulin thru IV. She was discharged the same day and she's now feeling fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.